Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power loss, unexpected restart alarm and battery failed alarm. The customer was able to clear the alarm. The insulin pump was stored more than 8 hours and when he turned it back on he received replace battery due to power loss alarm. He tried to put in a battery but was giving him replace battery alarm. The customer was unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.